Manufacturer narrative:
Complaint conclusion: during the use of an aviator plus (.014 7.0x20 142cm), it was reported that when the balloon catheter was positioned for the first inflation, they observe blood reflux. The balloon was entirety, "it was not made insufflation". Another similar product was used to complete the procedure. There was no report of patient injury. The type of procedure is unknown. Multiple attempts to gather additional information have been made and have been unsuccessful. One non sterile catheter aviator plus .014 7.0x20 142cm was received coiled inside a plastic bag. The balloon was received deflated and it appears to have been previously inflated. Also, a 3 cm rupture was observed on the catheter body, at the junction with the transition seal, a twisted condition was observed at the rupture section and the stiffing wire is kinked and out of the aviator shaft. No other anomalies were found during visual analysis. Functional test could not be performed since leak was observed on the distal section of the product shaft. Sem analysis results showed evidence of plastic deformation and elongations at rupture edges; and these conditions were observed along the rupture. These kind of characteristics are related to the application of a tension force that induced the separation. The exact cause of the rupture could not be conclusively determined through this analysis. A device history record (DHR) review of lot 17305614 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system - leakage - in-patient¿ reported by the customer was confirmed through product analysis. The cause of the leakage experienced by the customer is related to a rupture find on the pta distal section. The exact cause of the mentioned failure as well as the damaged observed on the stiffing wire, could not be conclusively determined. Based on the limited information available for review, procedural/handling factors may have contributed to the rupture reported as evidenced by presence of elongations around the rupture site. According to the instructions for use (IFU): ¿care should be taken to control the position of the guiding catheter tip during manipulation of the balloon catheter. Caution: if strong resistance is met during advancement or withdrawal of the balloon catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.  Additional information will be submitted within 30 days of receipt.

Event description:
During the use of an aviator plus (.014 7.0x20 142cm), it was reported that when the balloon catheter was positioned for the first inflation, they observe blood reflux. The balloon was entirety, "it was not made insufflation". Another similar product was used to complete the procedure. There was no report of patient injury. The product will be returned. The type of procedure is unknown. Multiple attempts to gather additional information have been made and have been unsuccessful.